Event description:
Pt underwent ventral hernia repair. At that operation, a piece of composix mesh was used. It was sutured into position with nonabsorbable monofilament suture in the correct orientation, i.e., the velour and mesh sides were properly oriented. The mesh was placed in contact with the small intestine since pt was slender and there was very little omentum to place under the mesh. That is the reason that the composix was selected. Postoperatively, pt did fine and was discharged only to return a few days later having developed an intractable small bowel obstruction. At the time of repeat operation, the small bowel had essentially grown into the piece of mesh, and it was necessary to remove the mesh entirely with the adherent small bowel. The small bowel was reconstituted at the time of surgery, and pt has subsequently done well. Rptr feels this is a failure of the composix mesh in that the intestine adhered so violently to it after only a few days. Incidentally, at the excision of the mesh, all involved assistants, techs and anesthesiologist all agreed it had been sewn in proper orientation.